Event description:
On (B)(6) 2000, the pt reportedly developed hyperemia and edema without fluid at the implant site. The pt was treated with claritoician. On (B)(6) 2011, the pt reportedly hit his head and developed infection and hematoma behind the implanted ear. The pt was treated with amoxicillin and clvulanato. On (B)(6) 2011, the pt was hospitalized and treated with oral and IV antibiotics (ceftriaxona/clindamicina) and the infected hematoma was drained. On (B)(6) 2011, the pt was prescribed with vancomicina/rifampicina and linezolid on (B)(6) 2011. The pt also showed small amount of fluid and crust behind the ear on (B)(6). The pt was treated with antibiotics. The pt is currently experiencing inflammation and is being treated with antibiotics. Revision surgery will be scheduled due to probable allergic reaction.